Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 170 mg/dl. During troubleshooting for motor error alarm, it was found that customer went through a body scanner three weeks prior to alarm; drive support cap appeared normal and customer was able to complete rewind process, but continued to receive a motor error alarm. Customer was advised that insulin pump would need to be replaced.